Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 1:30 pm with low blood glucose levels. The customer's did not provide the blood glucose value at the time of the admission to the hospital. The customer blood glucose level was at 238 mg/dl at the time of the call. The customer was treated for their blood glucose with apple sauce. The customer remembers eating a cookie and waking up in the ambulance. The customer stated that they accidently gave themselves too much insulin through their insulin pump. The customer declined troubleshooting the issue. It is unknown if they wore the insulin pump during their hospital stay. The customer did not return the product back for analysis.